Event description:
It was reported by the patient an angio-seal was used to seal the femoral artery following a normal angiogram. Twenty six hours later the patient removed the clear dressing at the groin. Pain was experienced, bleeding started, and a hematoma developed. The wife was a nurse and applied manual compression to the groin site for 10 minutes. The patient went to the emergency room for follow up care where an ultrasound was performed and the physician was called. Ecchymosis has developed and the patient complained of soreness at the groin. The patient was instructed to follow up with the physician.

Manufacturer narrative:
No product was received for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the bleeding could not be conclusively determined. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and / or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.